Manufacturer narrative:
(B)(4). H10: femoral head 12/14 taper 28 mm diameter +0 mm neck length item: 802202802 lot: 65750494 ringloc bi-polar 28x45mm item: 11-165214 lot: 67389012 the product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision due to dislocation after falling. It was confirmed that no further information could be provided.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d6b; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It was reported the patient fell, however the reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.